Event description:
The deivce was being used to treat a pt. Reportedly, the device began to charge the defibrillator but stopped after a few seconds and the entire device shut off, then turned back on. The rptr did not report any corrective actions taken following the reported malfunction. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.